Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that within one week post implant, the patient presented with symptoms of dizziness and discomfort in the epigastric area. It was noted the right ventricular (rv) lead exhibited high pacing thresholds in both bipolar and unipolar configurations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.